Event description:
The manufacturer received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nose bleed, headache, dizziness. There is no allegation of serious or permanent harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.

Manufacturer narrative:
The manufacturer was contacted in reference to the voluntary field safety notice / recall notification related to the sound abatement foam in certain CPAP, bipap, and mechanical ventilator devices.the manufacturer previously received information alleging an issue related to a CPAP device's sound abatement foam. The patient alleged nose bleed, headache, dizziness and coughing. There is no allegation of serious or permanent harm or injury. The device was returned to the manufacturer's product investigation laboratory for investigation. During the investigation, evidence of sound abatement foam degradation or breakdown was not observed in the base unit. Observed an unknown white or gray contamination at the air inlet of the blower box. Observed an unknown residue spot on the top enclosure at the right-side accessory door location. Observed an unknown gray contamination in and on the iso port. Slight fibrous contamination was also present at this location. Observed a non-uniform, slight gray film on the inside surfaces of the front, rear, and bottom enclosures. This light gray film can be smudged. There were potential mineral deposits on the blower motor and the blower box, indicating potential water ingress. There was a black contamination, consistent with keratin, at the air outlet of the blower box. Dust-like and fibrous contamination was present on the blower outlet seal. There is no visible damage or functionality failure on the device, which suggests that the source of contamination was external to the device. The manufacturer is unable to confirm the patient's complaint of particles in the water chamber. Confirmed the presence of multiple contaminants that are not consistent with degraded sound abatement foam, likely from an external source. Unable to confirm the presence of a strange odor coming from the device. Unable to address the patient's symptoms. Found no evidence of sound abatement foam degradation or breakdown.